Manufacturer narrative:
(B)(4). Medical device: batch # unk . A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was noticed that prior to an unknown procedure, during set up, the sterility was broken due to the damaged packaging on the corner of the package.

Manufacturer narrative:
(B)(4). Batch # r94w0l. Investigation summary: the analysis results found that the harh36 device was returned inside its package opened. Upon visual inspection, it was observed that the blister from the packaging was damaged. It was noted to be broken and still adhered to the tyvek. Due to the damages found on the blister, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.